Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the tandem-provided usb cable broke while inside the usb port, causing the end of the cable to become lodged inside the port and preventing charging with any alternate usb cables. The customer's blood glucose (bg) was 140 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.